Event description:
It was reported that "the patient was on an iabp when he noticed the machine alarming and blood coming out of the helium tube, and in the extraction, the anterior end of the central lumen of the balloon was found to be broken off". A 2nd iab was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). UDI# (B)(4).

Manufacturer narrative:
Qn#(B)(4). UDI#(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a yellow bio-hazard bag , upon return, the returned iabc was noted withdrawn through the teflon sheath and the teflon sheath was noted on a section of the iabc bladder; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The supplied long arterial pressure tubing was connected to the iabc luer end. The supplied 40cc inflation driveline tubing was connected to the short driveline tubing; liquid blood was noted within the inflation driveline tubing. The visible portion of the bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the flex tip assembly was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 76.7cm from the iabc luer end. The separated end of the inner cannula had pierced the bladder at approximately 74.5cm from the iabc luer end. The distal end of the bladder was noted no longer attached to the iabc distal tip upon receipt of the sample. Only the unraveled wire-round (part of the flex-tip assembly) was re-turned with the sample; the iabc distal tip, including polyimide (part of the flex-tip assembly), was not returned with the sample. Upon further inspection, no damage was noted to the distal tip of the bladder membrane; all balloon material was present. A bend to the iabc central lumen was noted at ap-proximately 35.3cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the helium pathway. The customer submitted photos were reviewed. The serial number identified in the photo matches the serial number noted on the returned sample. Additionally, in the first photo the distal tip appeared to be intact with the iabc bladder and no damage was noted to the iabc central lumen; however, the second photo shows the distal end of the bladder was noted no longer attached to the iabc distal tip, the flex tip assembly was noted separated from the inner cannula and the separated end of the inner cannula pierced the bladder. The iabc bladder was noted withdrawn through the teflon sheath, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe despite the inner cannula separation from flex-tip assembly. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate with minimal force required. Up-on removal of the sheath, no visual damage or abnormalities were noted to the iabc bladder. The iabc was leak tested. Multiple leaks were detected from the iabc bladder. A leak site was noted on the iabc bladder at the location of the previously noted damaged bladder; the leak site is consistent with contact from the damaged/separated end of the central lumen. Upon further inspection, addition-al leak sites were noted to the iabc bladder, the iabc bladder was noted damaged at two different locations at approximately from 3.0cm to 5.7cm and 3.5cm to 6.2cm from the distal tip of the bladder. The damage noted to the iabc bladder is consistent with being ripped/torn/cut. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the damaged/separated end of inner cannula. Resistance was noted at approximately 40cm from the damaged/separated end of inner cannula, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 35.4cm from the iabc luer, which is the location of the previously noted bend. The guidewire exited the central lumen at the location of the inner cannula separation. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "machine alarming and blood coming out of the helium tube" is confirmed based on the visual inspection. During the investigation, blood was confirmed within the iabc helium pathway and various damages were immediately noted to the iabc. The damages included multiple bladder leaks and damages to the central lumen, including the flex tip assembly and distal tip; also, a section of the iabc was not returned. Due to the combined damages and returned state of the device, it could not be confidently determined what initially caused the blood to enter the helium pathway. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data.

Event description:
It was reported that "the patient was on an iabp when he noticed the machine alarming and blood coming out of the helium tube, and in the extraction, the anterior end of the central lumen of the balloon was found to be broken off". A 2nd iab was not inserted. No patient harm or injury. The patient status is reported as "fine".